Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display. Device had cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 55 mg/dl. Customer treated by with carbs. Customer stated that the insulin pump had crack next to the up button on the insulin pump case. Customer declined troubleshooting for low blood glucose . Customer reported that there was fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to backup plan. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.